Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that a model 6120 34mm mechanical valve was explanted due to unknown reasons. It is also unknown when this valve was explanted. No other details available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.